Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. There is blood in the wire lumen and balloon. Although it was reported that the device was not used, the presence of blood and contrast media is indicative of handling beyond simply unpackaging the device, as was reported. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There is shaft damage at the exit notch that is consistent with damage that is seen with use of a guidewire. Functional testing was completed using a thruway .014 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was inserted distally and advanced through the entire length of the device and exited through the exit notch with no resistance felt. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The emerge device inflated, but leaked from the balloon. Microscopic examination revealed that there is a balloon pinhole 2.5mm from the proximal markerband. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 04-oct-2017. It was reported that difficulty loading wire occurred. A 2.00mm x 12mm emerge¿ balloon catheter was selected for use; however, the device was unable to be threaded onto the wire. No patient complications were reported. However, returned device analysis revealed a balloon pinhole.